Event description:
On (B) (6) 2010, the pt reported her infusion device "sounds like a duck" while attempting to bolus. She first noticed the noise last week. The noise does not occur while retracting the piston rod. She stated, she experienced elevated blood glucose on (B) (6) 2010, that she is unable to attribute to anything. She stated, her blood glucose measured 180 mg/dl when she woke up and she bolused 1.5 units of insulin and she did not eat. At 11:30am her blood glucose measured 280 mg/dl and she bolused 3 units of insulin. Three hours later, her blood glucose measured 320 mg/dl and she injected insulin via syringe. Her normal blood glucose range is 100-130 mg/dl. She switched to her backup infusion device and she stated, the backup device does not make the abnormal noise. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.